Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging of asthmatic bronchitis. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported that other serious or important medical events occured in section b2. After review, it was determined that all these were incorrectly selected in section b2. Nothing such has occured to the patient.

Manufacturer narrative:
The manufacturer previously submitted with incorrect sections b1, b2, h1, h6. Corrections to previous MDR are made in this report as follows: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of asthmatic bronchitis related to CPAP device's sound abatement foam. There was no report of serious patient harm or injury. Section b1 was corrected to both adverse event and product problem (the product problem was checked in previous report) section b2 was corrected to other serious or important medical events. (Previously it was blank) section h1 was changed from malfunction to serious injury. Section h6- health effect - impact code was updated.